Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Panzram b, bertlich I, reiner t, walker t, hagmann s, weber m-a, et al. (2017) results after cementless medial oxford unicompartmental knee replacement - incidence of radiolucent lines. Plos one12(1): e0170324. Https://doi.org/10.1371/journal.pone.0170324. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event.

Event description:
It has been reported in a journal article that a patient underwent a knee replacement procedure. Subsequently, a periprosthetic tibial plateau fracture occurred within the first month after implantation which was revised to a cemented tibial component and orif (open reduction internal fixation).